Event description:
The hosp reported that during preparation for an endoscopic vessel harvesting procedure, when the vasoview hemopro was opened, a loose wire at the jaws was noticed.

Manufacturer narrative:
The device was returned to the factory for evaluation. There were signs of clinical use and evidence of blood. A visual inspection was conducted. The heater wire was bent away from the hot jaw and was deformed. The wire had pulled away from the tip of the jaw but remained attached at the base. The cannula was returned but not complaint related. Based on the condition of the device as found, the reported complaint for "bent wire" was confirmed. The root cause is undetermined because the event occurred during the use of the device and the procedural operation is unavailable for our review. To verify that the device was not released in a non-conforming condition, a review of the device history record (DHR) was conducted for this product lot. The DHR review results did not show evidence of any non- conformity for the reported batch number. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. (B)(4).